Manufacturer narrative:
Involved device will not be returned by user. User has scheduled to return unused devices of the same lot number. Upon receipt, the returned devices will be evaluated and findings will be published, target for completion 04/07/2017.

Event description:
It was reported to pall that on tuesday (B)(6) 2017 a patient experienced bradycardia and arrested while the drug mucomyst (acetylcysteine) was being nebulized through a pall ultipor 100 breathing system, part number bb100a lot# 701902. It was reported that the filter appeared to have clogged and no air would pass through. The next morning, (B)(6) 2017 a similar incident occurred with the same patient arresting in a similar manner. It was communicated to pall that the patient did survive and is alive and that the patient is "elderly". However due to hippa requirements the hospital would not provide any additional detailed information regarding the patient such as male or female, medical history or comorbidities, or how long the patient has been at their facility. The implicated filters were not retained by the hospital due to the patient's isolation protocol.

Manufacturer narrative:
It was not possible to conduct laboratory testing of the implicated devices because the user did not retain either of the implicated devices due to the patient's isolation protocol however as mentioned in the firm's initial medwatch report unused devices of the same lot number were received by our facility and evaluated. The returned thirty-two (32) unused filters were investigated by our scientific and laboratory services (sls). Air flow resistance was measured using the returned unused bb100a filters and an unused control filter before and after standard hydrophobicity testing. Resistance to airflow was similar on the returned unused filters when compared to the control before and after. The returned and control filters passed hydrostatic head testing. The returned unused bb100a filters behaved in a similar way to the unused control filter. In conclusion we were unable to confirm the customer's report of reduced flow. The returned unused bb100a filters were found to be representative of current manufactured product and performed as expected. A review of the manufacturing records for implicated lot 701902 confirmed that this lot was manufactured according to specification and met all requirements for release. As part of the lot's release requirements media integrity testing was performed in addition to filter leak testing. No deviations were noted during the manufacturing and testing of this lot that would have contributed to the reported incident. Although the reporter was unable to provide specific information regarding the patient's medical history and treatment, when queried by a pall clinical specialist ICU about their nebulization protocol the hospital's respiratory therapist stated that they currently nebulize through the filter and not between the filter and the patient as per product documentation. It is important to note that during a teleconference held with kindred corporate and pall corporation on february 28, 2017, pall's clinical specialist discussed the proper use of bb100a when nebulizing medication and explained that nebulization is to take place between the filter and the patient and not through the filter. Kindred corporate agreed that this would be rectified with educational in-servicing during product roll out. Kindred corporate is aware that product in-service was offered prior to implementation of the product in the hospital and have agreed to partner with pall in the future to ensure that all kindred facilities comply with our in-servicing offer moving forward. Patients, in general, supported by mechanical ventilation require close clinical monitoring. In addition, the device labeling's precaution statement provides information on considerations needed in certain therapy modes. In particular, the precautions state: "rarely an increased airflow resistance occurs with liquid drug nebulization which mandates vigilance." And "proper airway care must be instituted at all times. If complications such as mucus plugging are observed, appropriate airway care must be performed immediately." And "ventilator alarms should be in use at all times." When such precautions are observed, and the device is used as intended, it is not expected that the management of a patient in the case of a device malfunction, would result in a bradycardia and/or arrest event. We conducted a two year review of pall's complaint records for pall part code bb100a. During this two year period a total of 463,450 bb100a devices have been shipped to customers. This reported event is the only bb100a complaint received during this two year time period. Specifically for implicated lot 701902, a total of 6,000 devices have been shipped to customers with no other occurrences reported. Summary, the user report could neither be confirmed nor completely discounted as the implicated devices were not available for testing. It is possible that an increase in flow resistance may have occurred; a conclusive cause is indeterminate. Proper patient management is not expected to result in such an event when the filter is used as intended and the instructions for use precautions are observed. Unless substantially significant information becomes available, this constitutes a final report.